Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration and underdelivered by <5%. The pump was calibrated to resolve.

Event description:
Info received indicates the pump delivered 9.2ml and should have delivered 10ml. Found during testing in between pts.